Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed a dim, discolored display screen and a cracked battery compartment. Unrelated to these issues, the keypad was found to be peeling up at the ok button. All of the keypad buttons were found to respond appropriately. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, discolored display screen and a cracked battery compartment. Unrelated to these issues, the keypad was found to be peeling up at the ok button. All of the keypad buttons responded appropriately. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.